Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had stimulation in the wrong place following an incident. Stimulation was felt up the legs and into the waistline, and she was hearing a "beehive humming" with the implanted device both on and off. See manufacture report #3004209178201004142.